Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
A physician reported "the inability to reprogram to doo or voo upon reaching eri status presents a major peri-operative dilemma at the time of pacemaker generator exchange in pacemaker dependent patients. Not uncommonly, our inability to reprogram to an asynchronous pacing mode necessitates the extra step of invasive temporary transvenous pacemaker insertion to ensure adequate back-up pacing when using electro-cautery for dissection and hemostasis at the time of generator exchange." Follow-up will be attempted to determine if more specific information is available. No patient complications have been reported as a result of this event.